Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2007. The patient complained of pain in her right foot and right hand side and as a result of this pain, the patient suffers from mobility issues. No revision surgery has taken place. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.